Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient was prescribed oral and IV antibiotics. The patient is doing well following the explant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-50 serial#:(B)(4) description: artisan 2x8 lim,50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.